Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia and folded mesh. It was reported that patient underwent mesh revision of vaginal mucosa on (B)(6) 2010 due to hematoma and exposed anterior vaginal mesh 2 ½ weeks post elevate mesh procedure. It was reported that patient underwent excision of exposed vaginal mesh and revision of vaginal mucosa on (B)(6) 2012 due to exposed vaginal mesh, cystoscopy and left retrograde pyelogram due to left ureteral stone. On (B)(6) 2012 patient underwent excision of exposed vaginal mesh due to exposed vaginal mesh. I was reported that patient underwent excision of exposed vaginal mesh on (B)(6) 2012 due to extreme pain and exposed vaginal mesh.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and anterior elevate mesh was implanted concurrently with cystoscopy to treat grade iii uterine prolapse and cystocele with hypermobile urethra. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.